Manufacturer narrative:
The ise system is calibrated once a day followed by a qc test. On the day of this event, all ise qc results were within the lab's established ranges. The twice weekly flow cell maintenance procedure was used, but only once weekly. The customer was given instructions to perform the procedure twice a week. Pre-analytical sample handling was discussed with customer. A field service engineer (fse) was dispatched: the fse cleaned the ise flow cell, changed the o-rings and replaced the na measuring electrode. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 800 pro synchron clinical systems for multiple samples. The initial results in the range of 137-139mmol/l were reported out of the lab. The original samples were re-tested after recalibration of the ise system and na results were higher than on the initial run. Amended reports were issued. The customer provided an example of the low and the repeated na results. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.